Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulator - n on-malignant pain/ degen disc disease/herniated disc pain. It was reported that the patient was trying to charge the neurostimulator (ins) and it would never reach 100%. Patient confirmed she was getting all 8 coupling boxes when she charged. Patient stated she would stay connected to the recharger (insr) the entire day and it never completely filled up. Caller stated she had 1/4 solid and the 2nd quartile was flashing. Patient services reviewed normal charging expectations and reviewed with caller that if she is getting good coupling that there appears to be no issues with the insr equipment. Patient is to follow-up with the healthcare provider. No symptoms reported. No further complications were reported/anticipated.